Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient was not washing their hands. The patient was hospitalized for four days for the event. The patient was treated with intraperitoneal vancomycin (1g every 72 hours prescribed for two weeks) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains on vancomycin. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.